Event description:
It was reported to baxter (B) (4) the reservoir of a basal/bolus infusor 0.5 ml/hr device had ruptured during patient use at the hospital. The device was filled with ropivacaine hydrochloride hydrate and morphine hydrochloride. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Additional narrative: the sample is available for evaluation, per the customer, however, the device has yet been received by baxter. Should the sample or additional information become available, a follow-up report will be submitted.(B) (4)